Event description:
It was reported that during a surgical procedure at the user facility, the device continued to run after the pedal was released. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was confirmed. A service technician functionally evaluated the device and noted run on. Upon disassembly it was found that the set screw was loose.

Event description:
It was reported that during a surgical procedure at the user facility, the device continued to run after the pedal was released. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.